Event description:
The following has been reported: "problem: responded to call from medical floor that pump is not functioning. Action: motor rotation error 01, pumping motor came off and motor attachment is broken. Replaced whole set. Used old pump motor. Did all functional test. Resolution: unit back to service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.